Manufacturer narrative:
The device was received with the cannula assembly in the fully deployed state. The exact timing of the needle deployment is unknown. No damages or defects were observed in the needle mechanism or cannula assembly that would have caused the pod to not deploy. The pod data indicates that the pod ran 130 pulses before being deactivated by the user. Pod data was observed to be free of timeouts and drive stalls and delivered an expected amount of first prime pulses. Investigation was unable to determine a cause for the user reported event of the cannula not deploying.

Event description:
It was reported that the needle never deployed the cannula into the skin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.